Event description:
The customer stated that she was hospitalized for low blood glucose levels with a reading of 81 mg/dl. The customer stated that she gave herself boluses based on the sensor glucose readings without first checking her blood glucose levels. The customer later found out that the sensor glucose readings were much higher than her blood glucose readings. The customer felt that the insulin pump was functioning properly and declined any troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.